Manufacturer narrative:
The glidescope video baton 2.0 large and a glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 and confirmed the image failure. When the video baton 2.0 was connected to known, good, test equipment, the baton produced a split screen image and an intermittently green, static image. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality issue to baton failure. The core smart cable was evaluated and the technical service representative confirmed the image issue. The core smart cable produced a split screen image when connected to known, good, test equipment. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality issue to cable failure. As neither the glidescope video baton 2.0 large nor the glidescope core smart cable are repairable, both were replaced and the video baton 2.0 and core smart cable returned to verathon for evaluation were scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image was intermittent. The customer noted that the baton's connection was loose. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.